Manufacturer narrative:
The investigation of low pump flow has been completed. Low pump flow: clinical states that pump was repositioned since it was facing mitral apparatus, patient was already put on extracorporeal membrane oxygenation (ECMO) and later intermittent suction alarms were observed where pump flows dropped to 0l/min. Pump was repositioned but no success to get better flow. Pump was not returned for investigation. The root cause of the low pump flow issue was most likely biomaterial since a spike in motor current corresponding with a lost in motor current pulsatility and a drop in pump flow was observed in the data logs.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. The complainant reported that low pump flows were encountered. Despite successful repositioning of the pump, the low flows persisted and the decision was made to remove the pump. There was no patient harm.